Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that the ins system was unstable. The patient reported that he had back surgery to get the hardware out from a previous back fusion and after that surgery the ins wouldn¿t hold a charge. The patient reported that when he would lay down it was like laying on an electrical grid. The patient reported that once he would get up, he would be fine. The patient reported that the ins wasn¿t helping with his severe pain in his left leg and foot. The patient reported that the pain goes up into the l7-9. The patient noted that the ins was implanted to help with his severe back damage and numbness in his leg and foot. No further complications were reported.